Manufacturer narrative:
One cadd prizm pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of wrong cassette message was verified. The event log shows the wrong cassette error on (B)(6) 2018 . Service will replace the downstream occlusion sensor. Use testing was performed. The problem source is defective component of the downstream occlusion sensor.

Event description:
It was reported that the device gave an alarm with displayed message of "wrong cassette". No known adverse effects to patient.